Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml lioresal baclofen at a dose of 490.6 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that a motor stall was seen at initial interrogation and the patient had not recently had an MRI. It was reported that the patient was seen with an active pump alarm on (B)(6) 2018 and the hcp confirmed the audible critical alarm and a motor stall with no recovery was confirmed. The hcp stated the patient did not have an MRI that day. The hcp thought he cleared the issue up. Per the event logs, (B)(6) 2018 08:48 motor stall occurred, (B)(6) 2018 08:48 tube set with no recovery. No other anomalies were confirmed via the event logs. The patient was asymptomatic and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer's representative (rep). It was reported that the pump had multiple motor stalls. It was reported that surgical intervention occurred and a new pump was implanted. It was reported that issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication stall due to shaft-bearing and pump motor feed thru anomaly, shorting across insulator. If information is provided in the future, a supplemental report will be issued.